Event description:
It was reported that the handpiece began overheating during an acl surgical procedure. The handpiece also leaked a black, gritty residue, which did not come into contact with the surgical site. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.